Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of an internal carotid artery (ica)-tip occlusion with embolization in new territory (ent) (m2-m3 segments of middle cerebral artery), a 5x33 embotrap ii (et009533/19l134av) revascularization device was used in conjunction with the react (medtronic) aspiration catheter to remove thrombus, but vasospasm occurred and a slight delay in blood flow was observed. Since it was the m3, the physician decided to follow-up without further treatment. The physician stated that it could have happened with any other device because the lesion was ¿considerably peripheral¿ (m2-m3). There were reportedly no problems with the patient as a result of the event. The patient was discharged from the hospital on 15-sep-2020. Direct aspiration first pass technique (adapt) was performed using the react aspiration catheter, but the clot embolized to the m2-m3 segment of the mca. Consequently, the embotrap was utilized for the subsequent pass. No further information is available. Complaint initiation. The complaint device is not available for evaluation. A review of the manufacturing documentation associated with lot number 19l134av presented no issues during the manufacturing or inspection process that can be related to the reported event. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease, or even prevent blood flow distal to the spasm, and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that during a mechanical thrombectomy of an internal carotid artery (ica)-tip occlusion with embolization in new territory (ent) (m2-m3 segments of middle cerebral artery), a 5x33 embotrap ii (et009533/19l134av) revascularization device was used in conjunction with the react (medtronic) aspiration catheter to remove thrombus, but vasospasm occurred and a slight delay in blood flow was observed. Since it was the m3, the physician decided to follow-up without further treatment. The physician stated that it could have happened with any other device because the lesion was ¿considerably peripheral¿ (m2-m3). There were reportedly no problems with the patient as a result of the event. The patient was discharged from the hospital on 15-sep-2020. Direct aspiration first pass technique (adapt) was performed using the react aspiration catheter, but the clot embolized to the m2-m3 segment of the mca. Consequently, the embotrap was utilized for the subsequent pass. The complaint device is not available for evaluation. No further information was provided at the time of complaint initiation.